Event description:
Healthcare professional reports hemochron response coagulation system "shocks and sparks when unplugging a/c adapter from the instrument." No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Method: device has been requested. No product returned. Result: customer complaint could not be confirmed. Conclusion: no conclusion can be drawn. Itc has requested all data required for form 3500a.